Event description:
It was reported that the device was suspected of early battery depletion and that the left ventricular (lv) lead had chronically high thresholds and now no longer captures at any amplitude. The device was explanted and replaced and the lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2011 (B)(6); 694758 implantable tachy lead implanted: 2011 (B)(6); 407645 implantable pacing lead implanted: 2011 (B)(6). (B)(4).